Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2016. The customer has indicated that the incident sample is not available for return, and a valid lot number was not provided. The complaint cannot be confirmed at this time. If the sample is received or if additional information pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that during a procedure, the jaws of the device would not open. The handle had to be forced to open the device. No patient injury or medical intervention reported.